Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also received a pump error 39 (motor current error detected) alarm. The customer also reported the low reservoir anomaly. The customer reported a blood glucose value of 283 mg/dl. The customer was treated with manual injection. The event involved products mmt-7040ma, mmt-1884, mmt-397a, and mmt-332a. Troubleshooting was partially performed and later declined by the customer for high blood glucose. Troubleshooting was performed for pump errors. The customer was able to clear the alarm but unable to complete the rewind process. Troubleshooting was performed for low reservoir, and the customer was able to clear the alarm. The time remaining in the status screen was not accurate. No further patient complications were reported. It was unknown whether the customer would continue using the sensor, reservoir, and infusion set. No product is expected to return for mmt-7040ma. No product is expected to return for mmt-397a. No product is expected to return for mmt-332a. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested, and the customer's response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed the self test, however, constant pump error 39 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to pump error 39 alarms. Pump error 39 confirmed in the pump history/trace files on (B)(6) 2025 from 13:53:17.000 to 18:25:14.000. Pump was cut open to perform visual inspection and a jammed motor gearbox. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, scratched case, cracked case (battery tube) and gearbox jammed. Alleged pump error 39 alarms confirmed during rewind and in the pump history/trace files due to jammed motor gearbox. Problem isolated to motor. Unable to verify customer alleged for high bgs and low reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.